Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 50ml ll tip 1ml , cracked barrel causing leak. The following was provided by the initial reporter: this 50ml syringe was being used in tandem with a pump, delivering heparin. A clinician noted improper infusion, and lifted the syringe. In quick succession, all of the heparin expelled out of a crack in the syringe that runs almost the entire length of the syringe body. It had already been infusing for 24 hours with no defects with the syringe noted. It had been prepared and stored in a fridge prior to delivery. No situation is noted during the use of this syringe that contributed to the failure of the wall of the syringe.